Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. However, insulin pump had an unlocked lcd keypad connector during visual inspection. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window and scratched case.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that esc button was not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.